Event description:
It was reported that pump experienced malfunction alarm with code malf 0 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump and customer will transition to insulin pen injections as backup therapy.